Event description:
The reporter stated the surgeon inserted a cq2015a aspheric collamer three piece lens and the lens tore. The lens was removed with no patient injury and another same model lens was implanted. A suture was required to close the incision.